Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Event description:
It has been reported that the bd solomed¿ syringe with needle has been found experiencing plunger bending before use. The following has been provided by the initial reporter: by using the syringes three were bent and two had a broken plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd solomed¿ syringe with needle has been found experiencing plunger bending before use. The following has been provided by the initial reporter: by using the syringes three were bent and two had a broken plunger.